Event description:
Reportedly, the status led of the subject home monitor remains in orange.

Manufacturer narrative:
Preliminary analysis showed that the root cause of this behavior is most probably a corruption of the operating system configuration. A re-initialization of the home monitor (full re-flash of the operating system) can solve this issue.

Event description:
Reportedly, the status led of the subject home monitor remains in orange.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the status led of the subject home monitor remains in orange.